Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer evaluated during the semi-annual maintenance. Fse found the cardiosave failing the safety disk test and failing the pneumatic interface module test. Replaced the pneumatic interface module and tested multiple times without any further failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
It was reported during preventive maintenance, that cardiosave intra-aortic balloon pump (iabp) with pneumatic interface module test failing. There was no patient involvement.